Event description:
Reporter stated tha a pt capillary sample was tested, using the suspect device, with a result of 98 mg/dl. Fourteen minutes later, a venous sample obtained from the same pt, reportedly measured 244 mg/dl, in the facility's lab. Reporter indicated that pt was not treated based on the result obtained on the suspect device. Quality control testing was reportedly performed on the system and the results fell within the acceptable range. Additionally, proficiency testing was reportedly performed on the device with acceptable operator results. Technical support requested the return of the suspect device; however, reporter declined, indicating that the facility wishes to continue using the instrument.